Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a charge-pak, attention and service wrench icon in its readiness display. During device evaluation, physio observed that the charge-pak battery charger had expired (B)(6) 2017. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and duplicate the reported power issue; however after further testing, no discrepancies were observed. The technician connected the device to an external power supply and observed normal device operation. The cause of the reported issue could not be determined. The customer was sent a replacement.

Event description:
The customer contacted physio-control to report that their device had a charge-pak, attention and service wrench icon in its readiness display. During device evaluation, physio observed that the charge-pak battery charger had expired 01/28/2017. The device could not be powered on. There was no patient use associated with the reported event.